Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with two 560cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including very frequent headache, knotted shoulders, stiff neck, repetitive vaginal infections, problems related to urinary system, lack of important memories, brain fog, tinnitus, unceasing itching in one ear, painful joints, lashes on the eye lashes, fatigue, lower immune system, large pain in one breast (electric shock), fire burning to a breast, low muscles, dry dizziness, red and swollen eyelid (on one side) with itchy, inability to wear a bra, burning point in the back, and a face trim that burns for a moment. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for first breast prosthesis of the two reported.